Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the staff noted that the pump had stopped pumping and all signals were lost on the screen. A red "x" was seen on the battery and helium tank. As a result, a power reset was done which resolved the issue. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). No iabp part was returned to teleflex for investigation. The reported complaint of the pump being shut off in use was confirmed from the customer photos. The pump was checked by the field service engineer and could not replicate the battery power issue. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time. Other remarks: for complaint related to the same patient/event see MDR #3010532612-2019-00275 and tc #1900070975.

Manufacturer narrative:
(B)(4). For complaint related to the same patient/event see MDR #3010532612-2019-00275 and tc (B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the staff noted that the pump had stopped pumping and all signals were lost on the screen. A red "x" was seen on the battery and helium tank. As a result, a power reset was done which resolved the issue. There was no report of patient complication or serious injury and death.